Manufacturer narrative:
.

Event description:
It was reported that the patient's is having vns explanted due to patient feeling that vns therapy was not effective due to more seizures. Attempts for additional relevant information from the neurologist were not successful. Patient underwent removal of the generator and lead on (B)(6) 2016. The explant facility was reported to not allow product returns of the explanted devices to manufacturer.